Event description:
Device evaluation completed and summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 air in line was detected in event log and during testing to duplicate event, the pump displayed ? Air detector" alarm message. Action was taken to replace the air detector. Device, then passed all functional testing.

Event description:
It was reported the device did not pass functional testing- the "air in line" alarm function did not work. No patient involvement reported.